Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the battery compartment was cracked, moisture had leaked into the battery compartment, and the keypad up and ok buttons were intermittently responsive. This report is made based on the results of evaluation completed on (B)(4) 2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the pump battery compartment was observed to be cracked from the threads to the case seal. Moisture contamination was observed inside the pump battery compartment. A leak test was performed and found that the pump was leaking from the battery compartment. The keypad was observed to be intact; the up and ok buttons were found to be intermittently responsive to presses and the ¿backlight¿ button was found to be completely unresponsive. The keypad was removed and contamination was observed under the keypad button contacts. The pump was opened and no additional moisture damage was noted. (B)(6).